Event description:
It was reported by the customer that during use of the bd sharps coll 19gal red one lid was missing, relative to the number of bases. The following information was provided by the initial reporter: the customer reported that one lid was missing, relative to the number of bases.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: na. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as flextronics is an OEM manufacturing site.

Event description:
It was reported by the customer that during use of the bd sharps coll 19gal red one lid was missing, relative to the number of bases. The following information was provided by the initial reporter: the customer reported that one lid was missing, relative to the number of bases.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received. Additional attempts to get more information were made, however in none of the cases additional information was retrieved. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot number (1286929) reported under this customer complaint. A review of the ncmr¿s was performed; the result showed no issue reported for missing lids for the same part number throughout the last twelve months. According with this investigation and lot number provided, this product was manufactured by flex on october 2021, however, there is not enough information provided from customer like pictures of original packaging in order to determine the root cause. For this reason, it can be concluded that there are many variables that could generate this failure mode due to unknown handling and transportation, if the material is stored or if there are partial sales. Additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors, because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood that they send boxes with incorrect quantity could happen. In addition, the current manufacturing controls were reviewed, and they were confirmed as capable to detect this kind of issues (missing lid). As part of this investigation, a review of customer complaint records was performed; according with the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue.